Manufacturer narrative:
Review of the provided information is still ongoing, results are not available yet.

Event description:
Reportedly, on 6-may-2025, the transmitter displays "no application installed."

Manufacturer narrative:
Analysis of the subject return device did permit to reproduce the reported event. When booting the device, the error message "set up failed" is displayed. The device is out of order. Review of productions records did not reveals any anomalies regarding the manufaturing of this device. The most probable hypothesis is that a hardware issue or a technical probelm is responsible of the reported event. The main origin of the reported event could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter displays "no application installed".